Event description:
It was reported that this implantable cardisoverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. This ICD lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.